Event description:
On (B)(6) 2020, lifescan (lfs) (B)(4), received an allegation from the lay-user/patient that his unspecified onetouch meter read inaccurate. The complaint was classified based on the customer service agent (csa) documentation. The patient reported that the alleged meter inaccuracy occurred on (B)(6) 2019. The alleged inaccurate results obtained with the subject meter were not reported. It is not known how the patient manages his diabetes or if he made any changes to his usual diabetes management regimen as a result of the alleged issue. The patient reported that on (B)(6) 2019 he had to go to hospital with ¿hyperglycemia¿ as a result of the alleged issue. The patient did not provide details of the treatment received. Troubleshooting was unable to be performed. This complaint is being reported because the patient reported attending the hospital with hyperglycemia and it is not known what treatment the patient received. The alleged meter inaccuracy could not be ruled out as a cause or contributor to the event.